Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer has not requested a return good authorization (rga) for an evaluation of the suspect uim by vyaire medical. At this time, vyaire medical has not received the suspect uim for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent user interface module blank display on this ventilator device. The customer stated no patient harm or injury was associated with this event.